Event description:
It was reported that the customer is experiencing high blood glucose levels. The customer's blood glucose level at the time of the call was 422 mg/dl. The customer treated himself with an insulin pen. The customer expressed no symptoms of high blood glucose levels. Troubleshooting was performed for high blood glucose levels. Assisted the customer with rewinding the insulin pump, running a manual prime and found that insulin was able to exit the tubing. Advised customer that hte insulin pump is working as designed. Further advised the customer to change the entire infusion set, reservoir, and insulin as well as treat himself per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).